Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen for a device check and the parameters on the lead were reprogrammed.

Manufacturer narrative:
Concomitant medical products: t505c223, tissue valve, implanted: (B)(6) 2015.

Event description:
It was reported that a remote transmission showed high atrial thresholds with possible loss of atrial capture and possible loss of conduction. The patient will be brought in for an assessment of the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.